Event description:
The advocate stated that the customer had been receiving "hi" blood glucose readings using her breeze meter. On one occasion, he alleged that the customer passed out as a result of her blood glucose readings. The customer did not know what her blood glucose level had been prior to passing out. She stated that she did not test because she didn't think the meter was working properly. The customer did not require any medical attention. Control solution was sent to the customer for further troubleshooting of the test strips. No product will be returned at this time.